Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325, zip four: 1219. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that on (B)(6) 2026, the patient experienced a bent infusion set cannula event on the first day of use, which led to hyperglycemia. The patient¿s blood glucose level was reported to be high. The event was managed with insulin administered via the pen.